Event description:
It was reported that the thunderbeat upper jaw (on the tip) tissue pad completely separated and detached during a therapeutic laparoscopic donor right hepatectomy procedure. The device fell into the patient¿s liver. The fallen tissue pad was retrieved with a pair of forceps immediately within 5 minutes. There was no delay reported. The device was replaced with a new product in stock and procedure was completed. No additional medical/diagnostic intervention was undertaken because of the reported problem and no patient harm was reported. The condition of the patient was not affected. The device was inspected prior to use and activation check was okay.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted to provide the legal manufacturer's final investigation results. Since the device was not returned to the legal manufacturer, olympus could not perform a physical device evaluation. However, after reviewing a photo of the subject device, it was confirmed that the tissue pad was missing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the reported event (detached tissue pad) was likely due to the following mechanism: 1. Due to performing output while grasping nothing (including the case the user kept activating after cutting tissue), the distal end of the tissue pad peeled away. 2. The tissue pad fell off due to added stress. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ this supplemental report includes information added to h3. Olympus will continue to monitor field performance for this device. H3 other text : device discarded at okr logistics center